Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while attempting to deliver a bolus. The customer's blood glucose level was not impacted. Tandem customer technical support's system check found that the occlusion was possibly related to the infusion set site; however, the customer reported that humalog was used in the cartridge for 3 days.